Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient believed something was wrong with their stimulator because they were experiencing severe back pain. This was the same back pain that the patient had experienced prior to implant of the stimulator. The patient stated that they were in so much pain. It was reported that the event started 4-5 days ago. The patient had recently moved and was trying to find a new managing health care professional (hcp) but they had not found one yet. Hcp listings were sent.

Event description:
Additional information received from the patient indicated that they contacted a manufacturing representative, and their device was reprogrammed. They stated the reprogramming did not help with the patient¿s pain. The patient noted they had an appointment with a healthcare provider.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.